Event description:
It was reported that the customer was hospitalized with high blood glucose of 1000mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the alarm history, and found a low reservoir alarm. The high pressure test was completed and passed. It was stated that the customer was using the bolus wizard settings per doctor's recommendation. Customer changes the infusion set every three days and inserted only in the abdomen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.